Event description:
The physician reported that one of her patients died in his sleep. She indicated that she suspects a sudep. Good faith attempts with the physician have been unsuccessful. The cause of death is unknown at this time.